Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, due to the occlusion alarms, the customer's healthcare provided advised the customer to switch infusion set types to address the occlusion alarms. The customer declined to provide additional information regarding this event.